Event description:
N/a

Manufacturer narrative:
A getinge field service engineer was sent to evaluate the unit. The (fse) noticed no recurrence during inspection and no abnormalities were found in the solenoid valve leak test, solenoid valve operation check and running test. The transducer was calibrated and returned to customer.

Event description:
It was reported when starting up the unit, the cs300 intra-aortic balloon pump (iabp) displayed maintenance request code #1. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.